Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five - ventricular nst (non-sustained tachycardia) =190 ms average v-cycle on (B)(6) 2011 in the timeframe between 08:21:02 and 08:23:51. Nine - vf<=210 ms on (B)(6) 2011 in the timeframe between 08:04:34 and 08:23:56. Ventricular short interval count v-sic=620 counts, in 0.14 day, on (B)(6) 2011 in the timeframe between 08:21:19 and 11:44:19.

Event description:
It was reported that there was t-wave oversensing (twos) which resulted in 13 shocks. The patient's electrolytes were normal. The lead remains in use. No further patient complications have been reported as a result of this event.